Event description:
Pt with a prior history of necrotizing pancreatitis who had multiple laparotomies followed by a ventral hernia repair with a large piece of kugel mesh in 2003. The pt did well initially, however, approximately one year after the hernia repair, the pt began to experience recurrent right lower quadrant and left lower quadrant abdominal pain. Pt was seen in the emergency dept twice for pain. Pt underwent a CT enterolysis looking for the etiology. Pt was found to have nonobstructive adhesions in the lower abdominal wall to the mesh hernia repair. Pt was taken to the or on 9/14/2004 where the kugel mesh was dissected free from the bowel using a lysis of adhesions. Both the small bowel and colon were slightly adherent to the undersurface of the mesh. Mesh was also removed from the posterior abdominal wall, posterior rectus sheath and rectus muscle.